Manufacturer narrative:
Imdrf patient code e0506 captures the reportable event of hemorrhage major.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in an endoscopic resection procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient was admitted to the hospital with ongoing rectal bleeding. No further information has been obtained to date despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in an endoscopic resection procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient was admitted to the hospital with ongoing rectal bleeding. No further information has been obtained to date despite good faith efforts. ***additional information received on november 7, 2024*** the patient was admitted on (B)(6) 2024, with ongoing rectal bleeding. Endoscopic submucosal dissection (esd) procedure was performed on (B)(6) 2024, to treat the bleeding in the rectum. The patient's condition after the procedure was stable. Therefore, the orise proknife was used in the procedure after the ongoing rectal bleeding. There was no adverse event related to the procedure and/or the orise proknife. It has been confirmed that this was reported in error by the account as the patient had rectal bleeding prior to the procedure with the proknife.

Manufacturer narrative:
Block h11: block a2 (date of birth, age, gender, weight, ethnicity, race), b5 (event summary), and h6 (patient codes and impact codes) has been updated based on the additional information received on november 7, 2024.